Manufacturer narrative:
Date of event: exact date not provided, stated as two weeks post implant, therefore (B)(6) 2020 is provided as a best estimate. (B)(4). Device evaluation: product evaluation could not be performed since the product was not return for evaluation. Therefore, the reported issues could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed one additional complaint was received from this production order, but is related to this reported event. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis preloaded intraocular lens (iol) was explanted from the patient's right (od) eye. During post examination the patient complaining of seeing halos and glare, and after dilating the eye the lens appeared off center inferiorly. The surgeon stated the haptic was not sitting correctly in the eye; therefore, the lens exchange was warranted. The replacement lens is the same model and diopter. Reportedly, the patient has recovered. No further information provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 11/5/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint product was received on november 5, 2020. It was returned in a plastic bag and inside a sample container. Visual inspection performed under microscope: lubricating material residues and loose particles can be observed on the lens surface. It was cut into two pieces and one of the haptics is missing, which could be related to the explant process. Due to the conditions of the sample returned the reported issues could not be verified. Based in the analysis product quality deficiency could not be determined. However, the miq report on the day the product was measured was reviewed, and the lens was correctly measured with satisfactory result. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.